Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported seeing insulin exit the tubing while disconnected and also reported that the occlusion alarm occurred while connected at the site. Blood glucose was 435 mg/dl. Reportedly, the supplies were changed to address the event.